Event description:
Brushhead shot off handle into throat [device breakage]. No adverse event. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b flexisoft brushhead shot off and went into the throat. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.